Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2015. Investigation results as follows: visual inspection of the returned platform was performed and it was found that the lcd display had missing pixels and the display was showing some unusual characters thus confirming the reported complaint. Additionally, the front cover was noted to be cracked. Please note that the physical damages observed can occur due to normal wear and tear and/or physical abuse. A review of the archive was performed and no user advisory (ua) messages were observed on the reported event date of (B)(6) 2015, however multiple user advisory ua) 07 (discrepancy between load 1 and load 2 too large) messages were observed on (B)(4) 2015. Functional evaluation of the returned platform was performed and during the run_in test, the device repeatedly stopped performing compressions and displayed a user advisory (ua) 2 (compression tracking error) message. Thus confirming the reported complaint that the platform performed a couple of compressions and then stopped. Load cell characterization was also performed and load cell module 1 was found to be defective, causing the ua 2 to be displayed. Load cell module 1 was replaced in order to remedy the reported complaint. Based on the investigation, the parts identified for replacement were the load cell module 1 and the lcd display. In summary, the reported complaint of the device stopping compressing was confirmed due to the ua 02, which was attributed to load cell module 1 being defective. The reported complaint of lcd display showing unidentified characters was also confirmed and was attributed to the lcd cable being crushed by the bottom cover during replacement. Upon replacement of all the parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that an initial call came in on (B)(6) 2015 to (B)(6) for a patient that had experienced vasospastic angina associated with a cardiac arrest. The crew deployed the autopulse immediately upon arrival. The platform was powered on, the start/continue button was pressed and the lifeband was able to retract normally. However, after a couple of compressions the platform stopped functioning. The crew checked the position of the patient and fully extended the lifeband again. Then, when the user looked at the lcd display to restart the device, the platform displayed erroneous symbols. After the user restarted the device, the red and green leds were illuminated however the display was now blank. The device was turned on/off, however the issue would not resolve. No adverse patient sequelae was reported. No further information was provided.